Event description:
Customer called to report the insulin pump has a unresponsive button. Blood glucose reading was 159 mg/dl. The up button did not work properly during the bolus process. The customer had to push it with excessive force to activate the button. Customer stated that the insulin pump was exposed to moisture when she was caught in the rain while riding her bike. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no up arrow button response due to corroded keypad traces. No moisture damage found on the electronics, motor, battery tube, and vibrator assembly noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corners, minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube and cracked reservoir tube window.